Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years and 1 month.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient felt short of breath. A ramp echocardiogram (echo) revealed a 2 inch clot observed just above the aortic valve, and appeared to be fused to the valve. The aortic valve was not opening. The patient was therapeutic with an inr of 2.4, but routinely refused to take aspirin. Lactate dehydrogenase (ldh) was baseline at 400 u/l. CT was negative for an acute thrombus. The patient¿s ldh and total bilirubin remained at baseline, urine was clear, and hemodynamics via pulmonary artery catheterization were normal. The patient¿s mean arterial pressure was high in the 100-110s mmhg. With better blood pressure control and decreasing the lvad speed, it was reported that the patient got better. The patient was to remain on coumadin and was educated on the importance of taking aspirin. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on vad support with no further issues reported. Peripheral thromboembolic is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.